Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) xena I was returned for failure investigation. A visual inspection of the returned unit was conducted and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The complaint was verified. The fault was isolated to a component (vga controller u63) on the xena I pcb. The current gui pcb (xena ii) was released in may 2011. The identified component was on a prior generation of the gui pcb. A corrective and preventive action was initiated to investigate the prior generation of the gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the graphical user interface (gui) printed circuit board (pcb) and updated the two backlight inverter pcbs. The se downloaded the latest software and the issue was resolved. During the repairs, the se found the gui rotor and latch to be damaged and were replaced. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator's bottom display was not working. The ventilator was also reported to be inoperative and was in a safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.